Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The patient's wife stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient's wife stated that she did not believe the meter to be accurate based on high readings that were recently received. The patient's wife spoke to their independent diagnostic testing facility and they helped her adjust the date and time on the meter. They advised the patient's wife to contact roche. When checking the meter memory, the following values were found: 4.8 inr at 1:06 a.m. On (B)(6) 2018; 2.3 inr at 11:09 p.m. On (B)(6) 2018. The patient's wife stated that the result times were not correct and both measurements were performed on the afternoon of (B)(6) 2018. The wife stated that she called the cardiologist and the coumadin medication of the patient was held for 2 days. No adverse events were alleged to have occurred with the patient. The patient was not seriously injured. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose did not change prior to the event. The patient has had no new medications, no diet changes, no illnesses, and no bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The patient's meter and test strips were returned for investigation. The returned meter and strip were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr; donor 2 inr: 2.2 inr. Donor 1 hct: 55%; donor 2 hct: 51%. Testing results: donor 1: retention meter with masterlot strips: 3.1 inr; customer meter with customer strips: 3.1 inr. Donor 2: retention meter with masterlot strips: 2.1 inr; customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
This is a correction to the investigation results previously submitted. The returned meter was reevaluated using the correct master lot strips. The returned meter and master lot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr, customer meter with masterlot strips: 4.0 inr. Donor 2: retention meter with masterlot strips: 2.4 inr, customer meter with masterlot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.